Manufacturer narrative:
There was no patient involvement.

Event description:
It was reported that the ventilator's touchscreen was not working. Reportedly, the customer performed 2 touchscreen calibrations on the unit and it is still not functioning properly. The bottom section of the touchscreen would not respond. There was no patient involvement.

Manufacturer narrative:
The customer had been advised by technical support to replace the touchscreen and was provided with part number and price. Multiple attempts were made to obtain information on the repair/service of the device, but all have been unsuccessful. If this information is provided at a later date, a follow up report will be submitted.